Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, mid-flexion instability and tightness in flexion. Pathology confirmed that there was no infection. All components were removed and replaced with attune revision crs with sleeves and stems. After removal of components, the surgeon confirmed that nothing was loose. Doi: (B)(6) 2018. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.